Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle failed to deliver insulin after jamming during the administration with 12 units remaining. The following information was provided by the initial reporter: "planned home visit for daily insulin administration. As per usual plan bd autoshield safety needle attached to kwikpen device and insulin dialled up to 22 units as per prescription. On administration, needle appeared to 'jam' at 12 units remaining, unable to adminster further."

Event description:
It was reported that the bd autoshield¿ duo pen needle failed to deliver insulin after jamming during the administration with (B)(4) units remaining. The following information was provided by the initial reporter: "planned home visit for daily insulin administration. As per usual plan bd autoshield safety needle attached to kwikpen device and insulin dialled up to (B)(4)units as per prescription. On administration, needle appeared to 'jam' at (B)(4)units remaining, unable to adminster further."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.